Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has returned the device under the recall however and does not use the device anymore. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has returned the device under the recall however and does not use the device anymore. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the exterior investigation, there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card. There is an unknown dust/dirt/residue contaminate present at the iso port entrance. Using a known good power supply and power cable, pil verified the base unit provided airflow. During the internal investigation of the base unit, the base unit was found to have moderate unknown dust/dirt contamination throughout the device internals. Moderate dust/dirt contamination was observed on device pca. Seals were observed discolored. Evidence of sound abatement foam degradation or breakdown was observed in this device. The device's downloaded event log was reviewed by the manufacturer and found thirty-two errors. The manufacturer concludes that they are unable to directly address the symptoms outlined in the complaint and confirmed that there was evidence of sound abatement foam degradation/breakdown observed in the base unit, also confirmed the presence of contamination in the device. In this report, section d9, h3, h6 has been updated.